Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported her aviva meter gave a result of 14.0 mmol/l and within 10 minutes nurse's monitor showed 6.6 mmol/l. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.